Manufacturer narrative:
Contact person occupation - (B)(6) nurse the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a sensor failure alarm just after the patient was prepped for surgery. The hospital staff reconnected the fiber optic cable, but the alarm persisted. Then, they transduced the inner lumen and continued therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).